Event description:
It was reported that during an implant procedure, a competitor guidewire could not be removed from the left ventricular lead after the lead was positioned. The lead was not used and other was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the full lead was returned and analyzed. The distal conductor of the lead was obstructed due to a guidewire stuck in the lumen. The distal conductor of the lead became extrinsically distorted due to guidewire coating. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.